Event description:
The customer reported that the system shut down without command and would not boot back up. There is no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable, lemo connector, system interface and the ps1 power supply were released. The system was tested and found to be working as intended and put back into service.